Event description:
Same case as: 2134265-2014-07747 and 2134265-2014-07873. It was reported that automatic pullback failure occurred. A 100v galaxy 2 intravascular ultrasound system was used in conjunction with an unspecified coronary imaging catheter to visualize an unspecified lesion. During the procedure, the physician verbalized that automatic pullback movement was bad and was eventually stopped after it was checked. And so, automatic pullback failure occurred. The physician then performed manual pullback to complete the procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).